Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patient had been contacted rep who finally said to send the device back so that they can check the problem. It was unusual t keep going it to 0. Patient has received a new controller. It has been good with the new controller and they are happy with the morpha and numbered files. At the time of event patient was 180lbs.

Event description:
Information was received from the manufacturer representative (rep).it was reported that caller had met with patient a couple days ago for programming optimization. Adaptive stim had been on and values assigned on group b. Patient also has a and c. Patient is reporting that the values are going to zero. Caller asked patient to turn adaptive stim off and then the patient was getting locked out as she tried to increase stim. It is not clear if the patient actually turned stim off. Reviewed limits. Reviewed checking position. Caller reported the patient has had a significant weight loss - unknown how much. Caller will try to meet with the patient today. Caller stated theyare with patient and they turned adaptive stim off and reset all programs to correct amplitudes. However, when they went to check everything with patient's controller, when they are on group a, they tap program 1 and it displays "stim on/off" message and they select "on" but then it brings up the "stim on/off" message again and if they hit the x, and click program 1 again, the same thing happens and they can't see the amplitude. Caller state it is doing this for all groups/programs and there aren't any limitations for the patient's access. Tss requested caller to connect with tablet again but call was disconnected. Tss made outbound call to caller but there was no answer. Mdt rep. Called back and said they had reprogrammed a pt and set up adaptive stimulation on group b. Mdt rep. Reprogrammed the pt and changed a few electrodes and amplitudes then, the pt's amplitudes kept going to 0 since yesterday. All groups and programs were going to 0 including a and c, which were not set up with adaptive stim. Mdt rep. Met with pt and set amplitudes where they should have been, checked impedances (which were fine), and made sure no pt limits were set. When mdt rep. Tried to use pt controller, mdt rep. Saw 1, 2, 3, and 4 in group a, but when they tried to enter program 1, they saw stimulation on/off buttons pop up, but nothing else. Intensity options in program 1 sunscreens were not available. This was the case in each group and program. Mdt rep. Reset controller, but reset did not resolve issue. Mdt rep. Was not with the pt, so troubleshooting could not be performed. Tss requested replacement controller from repair. During the call controller was at 100% and implant was at 50%. Group a had 4 programs and all programs only had the lightning bolt symbol/stimulation on or off option. Caller switched to group b and only had the lightning bolt symbol/stimulation on or off option for program 1. Caller switched to group c and went into program 1. Caller also only had lightning bolt symbol/stimulation on or off option. Patient met with medtronic representative last week thursday. Agent reviewed information and redirected caller to their hcp. Agent also emailed representatives for visibility. Agent closed case. Case reopened due to response from representative. Representative would call patient back today. Agent closed case. Mdt rep called to report the replacement controller did not resolve the issues reported in this case. All programs still only have the lightning bolt symbol/stimulation on or off option. Rep will delete and reprogram the group to see if that resolves the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.